Manufacturer narrative:
No patient involvement. A medtronic field service engineer went to the site to test the system. He could not duplicate issue of e-stop after boot up. The site biomed rep thought that the dongle may have been loose after he looked at it, prior to calling the case in. Could not duplicate symptom. Checked all connections. System checkout performed. System performed properly. Isolated event, no malfunction confirmed.

Event description:
A site biomed representative reported that the o-arm system would not boot up without e-stop. He switched pendants with a spare he had. System is functioning normally at this point. He verified that the dongle is fully engaged. No patient present.